Event description:
It was reported that the patient presented prior to pacemaker change procedure, high capture thresholds were noted on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable.